Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump being damaged and the display of the insulin pump being blank. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Found that pump had a functional issue. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed sleep current measurement, active current measurement and self test. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display noted during testing. Display anomaly-blank display not confirmed. The pump was received with cracked battery tube threads. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, broken belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The pump was received without a battery. The pump was received without the battery cap. Perform the history review 1 week prior to the event date 31-jul-2025 in the pump history file and found 2 lost sensor alerts on 07/25/2025, 2 lost sensor alerts on 07/27/2025, 1 lost sensor alert on 07/30/2025 1 lowbatteryalert (104) on 07/31/2025 17:21:00.000, 1 pump error 23 on 07/31/2025, and 2 battoutlimit (6) alarms on 07/31/2025 the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the required tests. Display anomaly-blank display not confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.